Event description:
The customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during use during fill 4 on the homechoice (hc). The home patient (hp) stated that they were woken up by a se 2240 alarm in fill 4. The hp found that a supply bag fell to the floor. The bag disconnected causing the se 2240. The technical service representative (tsr) assisted the hp to clear the alarms at the time of the call. The hp had already disconnected and capped off and was able to get the cassette door open so they could unload the supplies. The tsr referred the hp to the on-call nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is confirmed because the customer reported that the supply bag fell to the floor and disconnected, causing the se 2240. Bag disconnection during therapy is a known cause of se 2240 alarm. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.